Manufacturer narrative:
Field expiration date: na field : health care professional.

Event description:
The device analysis performed on the two returned electrode revealed that the shafts of the electrodes were found to be completely separated from the hub due to excessive external mechanical force. The functional tests could not be performed due to the separated shaft.